Event description:
It was reported that the pump was explanted, and the reason for explant was unclear. The device system was used to deliver clonidine, midas, and lignocaine. The patient status after device removal was reported as recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was previously reported that analysis of the pump found fluid path leaking outlet port due to foreign material and this analysis no longer applies to this event. Additional review of the analysis indicated that the correct analysis finding indicated that there was a leaking outlet port due to damage o-ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All applicable fdcs have previously been reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump found the pump tube was deformed. Analysis of the pump also found leaking at the outlet port due to foreign material. During dispense testing the pump failed. The leak at the catheter fitting/outlet port may have been the cause of the failed dispense accuracy test. If there is an open path from the water bath to the dispense vial, the water from the dispense vial may have been siphoned onto the water bath. The pump is at a lower elevation than that of the scale, allowing this to happen. While the pump was operating, the pressure from the pump head may not have been enough to overcome the flow from the siphoning. The o-ring on the outlet port did show foreign material bridging across which may have had enough of a void to cause the leak. The other reason for the failed dispense testing could be due to the partially clogged inlet port from the reservoir. The pump reservoir was analyzed as well and found material deposits. The filter did not appear to be clogged but the under side the inlet port was clogged with a hardened material. The pump memory logs had no anomalies. Upon destructive analysis and the removal of the inner cover, white foreign material was noted all over in the pump head compartment. The standard pump tube leak test was attempted but could not be performed due to the clogged inlet. The pump head compartment was filled with water and applied up to 20 psi into the pump tube. No leak/breech was noted. The pump tube also appeared to be deformed and discolored. There was not enough foreign material to gather up a good sample to have tested. The full occlusion of the inlet happened during analysis and did contribute the inability to perform the standard pump tube leak test.